Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller stopping and not working was unable to be confirmed; however, the reported event of power cable disconnects and no external power alarms was confirmed via the submitted log files. The submitted log files revealed a no external power alarm is on (B)(6) 2025, 9:01:16, associated with a dual power cable disconnect. Similarly, on (B)(6) 2025, 18:27:16 and 18:44:25 - 18:44:27, and on (B)(6) 2025, 23:37:54 - 23:38:28, no external power alarms are captured associated with dual power cable disconnects. Throughout the log file, multiple atypical power cable disconnect alarms are captured throughout the log file, the alarms cleared shortly after activating and did not affect pump function. The driveline is disconnected on (B)(6) 2025, 11:06:06, this is consistent with the reported controller exchange. No other notable alarms were observed. The system controller supported the pump as intended when the driveline was connected. The system controller was not returned for testing. Provided information revealed that the controller was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event (including the cause of the controller malfunction, any damage to the controller, if the issue resolved the exchange, any patient symptoms, and product return status); however, no additional information was provided. A root cause for the reported controller not working and power cable disconnect alarms could not be conclusively determined through this investigation; however, the root cause for the reported no external power alarm was determined to be user error in disconnecting both power cables simultaneously. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that per the patient's wife, the system controller stopped working with no power going to the pump. A system controller exchange was performed. Following review, log files from the exchanged system controller captured low voltage hazard and no external power events while using battery power. These events appeared to be caused by both power leads being disconnected. Per the log files, the system controller was exchanged on (B)(6) 2025 at 11:06, and nothing unusual was seen prior to the exchange, and the pump was running as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.